Event description:
Left leg pain from foot to hip [pain in extremity], left leg weakness [muscular weakness], unable to sleep [insomnia], left knee pain [arthralgia], reaction to synvisc [adverse drug reaction], used a walker due to pain and swelling [gait disturbance], trouble walking up steps [mobility decreased], swelling of the knee [joint swelling], arthritis flare [arthritis]. Case description: spontaneous report received on (B)(6) 2009 from a pharmacist regarding a (B)(6) female pt, initials (B)(6), whose relevant medical history included: osteoarthritis, knee pain, knee replacement, and previous synvisc therapy in the knee. The pt received 2 injections of her most recent course of synvisc therapy in the opposite knee, with the second injection received on (B)(6) 2009. She experienced mild pain and selling of the knee after the first injection. After the second injection, she experienced severe pain and swelling of the knee. She went to the emergency room the following day for treatment. The physicians at the emergency room did not feel that the pt was having an allergic reaction. The pt returned home and the pain and swelling have since improved. She has been using a walker due to the pain and swelling. As of the date of receipt of this report, the overall pt outcome was unknown. Additional info was received from the pt on (B)(6) 2009. The pt's previous synvisc injections were 5 years ago and 3 injections were administered in both knees. She received the first injection of her most recent course of synvisc therapy in the left knee on (B)(6) 2009. Starting on (B)(6) 2009, she experienced left knee pain while at work. Her left knee pain increased and she started having trouble walking up steps on (B)(6) 2009. On (B)(6) 2009, the pt rode in a car for several hours and then had an increase in left knee pain on (B)(6) 2009. She saw her physician on (B)(6) 2009 due to the pain and swelling in her left knee. The physician told the pt that synvisc was not at fault and that the pt was experiencing an arthritis flare. The physician prescribed vicodin and postponed the pt's second synvisc injection. By (B)(6) 2009, the left knee pain and swelling had resolved. The pt received her second synvisc injection into the left knee on (B)(6) 2009. About 3 hours after the injection, the pt experienced left knee pain which she treated with rest, vicodin and ice. Her left knee pain intensified during the night and spread from her foot to her hip. She was unable to sleep due to the left knee, left leg pain, and weakness. On the morning of (B)(6) 2009, the pt went to the emergency room and was given morphine and vicodin and scheduled to see her physician that afternoon. On the afternoon of (B)(6) 2009, her physician stated that the pt had a reaction to synvisc and prescribed benadryl and vicodin. The pt used a walker from the evening of (B)(6) 2009. As of (B)(6) 2009, the pt's left knee pain and left leg pain were resolving, her arthritis pain was better, and the left leg weakness had already resolved. No further info was provided. As of the date of receipt of this report the overall pt outcome was unknown. See MFR's control number: (B)(4) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.